Event description:
It was reported that in (B)(6) 2003 a fusion was attempted at l4-5 and ls-s1, which was reported to have failed. The patient indicated that bone marrow was utilized to help with healing but there was bone overgrowth. In (B)(6) 2005, repeat surgery was performed with instrumentation. The patient continued problems with back pain including discomfort in the area of the hardware. He underwent a procedure to reset the coccyx after he sustained a fracture. On (B)(6) the patient presented for an office visit. Per the physician notes, the patient has ¿continued problems with low back pain. A burning sensation extends to the right buttock area. He had prior problems with weakness is left leg before undergoing surgery, which has improved. Edema has been a problem involving both legs, more prominent on the left. ¿ MRI of the brain performed on (B)(6) 2008 and indicated multiple foci of increased signal in bilateral frontal and parietal lobes, more affluent in the temporal lobes. Large lesion was seen in the mid left corona radlata. Another lesion is noted at the right pontomedullary junction and left hypothalamus and left superior frontal gyrus. A 5 mm pineal gland cystic lesion is also seen.¿ it was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
Additional information: the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 7510600, lot # mc111001a and part # 7510200, lot #mb111004a.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.